Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other copilot device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during a non-emergent procedure of the restenosed left circumflex artery with an acute angle the copilot valve was used; however, when drawing back and injecting contrast, air accumulated in the valve area. The physician stated that while separating the balloon catheter and the guide wire air was noted to be entering the copilot valve. The air was initially purged and the contrast was injected without issue; however, air accumulation was noted and the copilot valve was exchanged for a second device after preparation. Additionally, the second copilot was noted to have microbubbles, which were purged and the procedure was completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.